Event description:
A patient requested replacement of their originally implanted evoke spinal cord stimulation (scs) closed loop stimulator (cls) as their device is not magnetic resonance imaging (MRI) compatible. Additionally, the patient reported longer, more frequent charging sessions. A revision procedure was performed to replace the cls and resolve the reported event.